Event description:
Patient received heparin 10units/ml 5ml pre-filled syringes. Manufacturer medefil, inc, lot# h08113, exp date: 12/09. Patient experienced discomfort and became irritable after using the heparin. Dose or amount: 5ml, frequency: q12 hr, route: IV drip. Dates of use: 2004 - 2008. Diagnosis or reason for use: IV line flush.